Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to a previous significant decrease in r-wave amplitude measurements, the right ventricular (rv) lead sensing polarity was reprogrammed and defibrillation threshold (dft) tests were performed. Ventricular fibrillation (vf) was induced, and the implantable cardioverter defibrillator (ICD) delivered a total of nine high-voltage shocks for two device-classified vf episodes. Review of the episode information showed that short circuit protection (scp) was triggered during all nine high-voltage therapies, resulting in less than the programmed high-voltage energy being delivered. External defibrillation was required to terminate the induced rhythm, and the patient was subsequently hospitalized and fitted with an external wearable cardioverter defibrillator. Review of historical data from the device showed no evidence of a lead integrity issue or ICD issue that would have caused the scp events as impedance and capture management trends remained unchanged, however ventricular undersensing was noted during the treated induced vf episodes. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced, and the right ventricular (rv) lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.